Event description:
It was reported that the patient experienced a syncopal episode. Also, it was indicated that the patient's heart rate fell below the lower rate limit. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488, lead, implanted: (B)(6) 2011. (B)(4).